Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side ¿inflammation of the acular and inguinal ganglia and in the head¿, ¿two masses that according to the studies, they say they are benign¿, ¿strong rash on chest, now have many red spots that are coming out of the chest¿, "pain all over the chest, it reduces mobility and patient cannot sleep because of the pain", "peri-prosthetic liquid". Also reported ¿constant dizziness¿ and ¿had to stop doing my work activities due to weakness¿, "recurrent covid" which is not related to the device. The device remains implanted. Treatment: anti-inflammatories, nidolon; cefadroxilo.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted.